Event description:
Event: unresolved endoleak and surgical intervention. Case details: the patient was reported to have an angled and tortuous superior neck. A stent was placed in superior attachment system. Final angio revealed a type I endoleak that was not resolved with repeated ballooning. A stent was also placed in the graft after "ivus" showed narrowing of the limb. No narrowing of the limb observed after placement of the stent. During positioning of the contralateral limb for deployment, the lock ball became stuck in the superior attachment system requiring brachial access to get the lock ball off the attachment system.